Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, several drawers displayed a "requires maintenance" error. The affected components included matrix drawer 1 auxiliary, half height cubie drawer 2.1 auxiliary, and tower door 4. A nurse reported that the issue occurred while attempting to remove medications and was unable to obtain the medication, resulting in a delay of unknown duration. Troubleshooting steps taken prior to the call included a drawer recovery performed by the customer; however, the "requires maintenance" error persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A technical support specialist logged into the station, navigated to maintenance, and initiated a device reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.